Event description:
Same case as MFR report #: 2134265-2010-05444. (B)(4) clinical trial. It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The index procedure treated five target lesions. Target lesion one was a 3.0x18mm, 90% stenosis of the proximal rca (right coronary artery) treated with direct stenting using a 3.0x20mm taxus liberte stent resulting in 0% residual stenosis. Target lesion two was a 3.0x18mm, 70% stenosis of the mid rca treated with direct stenting using a 3.0x20mm taxus liberte stent resulting in 0% residual stenosis. Target lesion three was a bifurcated, 2.5x10mm, 90% stenosis of the 2nd om (obtuse marginal) treated with direct stenting using a 2.5x12mm taxus liberte stent resulting in 0% residual stenosis. Target lesion four was a bifurcated, 2.5x18mm, 90% stenosis of the distal lcx (left circumflex) treated with predilation, placement of a 3.0x20mm taxus liberte stent, and post dilation with an apex balloon with 0% residual stenosis and a grade a dissection. The dissection was attributed to either the apex balloon used for post dilation or the 3.0x20mm taxus liberte stent and required placement of a bailout 3.0x20mm taxus liberte stent in the proximal lcx (target lesion five) with 0% residual stenosis. The event was resolved without residual effects and the patient was discharged the following day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).